Event description:
The MFR received info alleging the ventilator's remote alarm connector was broken. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed. The interface pca was replaced to address the issue.